Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarms and cartridge change error issues were verified while based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issues. It was also reported that a cartridge alarm 1 occurred during bolus and basal delivery. The customer's blood glucose level was in 200 mg/dl range. The customer reverted to alternate therapy for diabetes management.